Event description:
Repair statement customer stated problem: alarming or red light. Verified: yes. Key: pilot poppet valve not shifting. Additional malfunctions are the tie wraps for the tubing leak and the power switch has a short circuit.